Event description:
It was reported that the patient presented with difficulty charging and shocking in the pocket. The device was replaced. Subsequent information received reported that the cause of the event was unknown. There were no abnormal impedance measurements. There was a charging issue which noted "difficulty keeping a charge." There was a device replacement surgery done on (B)(6) 2012, which also included movement of the device to a new location on lateral abdomen from flank. The patient did not require hospitalization, and there was no patient injury. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37092, lot# 288330001, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). Analysis of the device, model 37712, serial no. (B)(4), found battery reduced capacity due to overdischarge with no significant anomaly. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 11. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 23 minutes. The battery charged from 3.480v to 3.605v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2012. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 2hrs 21 min. The ins charged to 4.045v with 100% coupling. During the connector block leakage test abnormal impedances were observed from circuit 3; indicating that there were leakage paths in the connector module area of the ins. The feed and/or balseal connector for circuit 3 align with the cuts in the access hole adhesive on the connector block.